Event description:
It was reported during remote follow up that the right ventricular lead exhibited far p-wave oversensing. X-ray revealed that the lead had dislodged. The lead was programmed off and later repositioned on (B)(6) 2023. The patient was stable and asymptomatic.